Event description:
The reporter contacted animas on 01/08/2014 reporting that the pump emitted a call service alarm. There is no reported adverse event with this complaint. This report is made based on the allegation of the call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: pump information from date of pi has been overwritten. Unable to confirm or duplicate the complaint during investigation. ¿ez-prime¿ steps were performed correctly and pump exercised for 24 hours- no eaw occurred during the investigation. Unable to duplicate issue. Opened pump- no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).